Event description:
Patient admitted with respiratory failure and severe hypoxia related to bilateral dense infiltrates in lungs. The symptoms did not improve clinically or radiographically and the patient required intubation and therapeutic bronchoscopy. After intubation, the endotracheal tube was connected to the adult manual resuscitator bag and o2 saturation continued to drop despite attempts to ventilate. Re-intubation was performed with the same difficulties. Oxygen flowmeter was replaced without improvement. O2 saturation dropped extremely low for approx 10 minutes. The adult manual resuscitator bag was replaced and o2 saturation's immediately improved. On inspection of the adult manual resuscitator bag, it was discovered that the oxygen nozzle adapter that attached to an oxygen source did not have a patent opening. It appears sealed with hard plastic. Outcomes are still pending as patient remains intubated and in critical condition.